Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02378 for the other associated device information. It was reported to boston scientific corporation in 2009, that two radial jaw 4 single use biopsy forceps large capacity with needle were used during a procedure performed on the same day. According to the complainant, during the procedure, the jaws and the needle broke off the forceps as soon as the device was opened in the patient. It is believed a second device was used and the jaws detached from the device. No retrieval attempts were made. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. Physician follow-up to the patient, two days post-procedure, indicated the patient was fine. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Fracture(s) of device/material. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.